Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging she has a damaged one touch ultra test strip vial. The complaint is classified based on the customer care advocate's documentation and the recorded call. The pt tests twice per day and is currently taking glucophage and levimir (unspecified doses). The pt had been using her damaged test strip vial for an undisclosed period of time before she received the notification letter about a possible damaged one touch ultra test strip vials. She noticed that the test strip vial had a crack under the cap three prior to original date. Five days earlier, the pt reported that she eat dinner, obtained a reading (the pt could not remember what the reading was), and thought that everything was ok. At 11:30pm, the pt felt hot and weak, was taken to the emergency room, obtained a reading of "36 mg/dl" from an unspecified hospital meter, and was treated with IV glucose, orange juice, and cookies. The pt admitted that she does not know whether the reported issue is related to her hospital visit that day. This complaint is being reported due to an alleged damaged test strip vial. While the pt was using the damaged test strip vial, she developed symptoms, had a reading of "36 mg/dl " on a hospital meter, and was treated for hypoglycemia. The meter, test strip, and control solution were replaced.